Event description:
The doctor noticed a crack in the lens optic after it was implanted in the pt's eye. The incision was slightly enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00182 for the delivery device used with this intraocular lens.